Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: patient city: (B)(6). Patient country: canada. (B)(6). Country: united states. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaintinvestigationresults: review of complaint record database (B)(4) event description and all available information and assigned malfunction codeit has beendetermined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation isrequired. Conclusion of complaint investigation: no lot no. Was provided, however, as no product malfunction was alleged: no visual inspectionisrequiredtobeperformed. Noretainsample testingisrequiredtobeconducted. Nofurtherassessmentwillbe maderegardingpotential product performance issues, componentintegrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on theavailable information, no further investigation isrequired, norcapa planisneeded.the record will be closed andmonitoredthrough tracking and trending. Summaryconclusion: based on theavailableinformation, the investigation has beenperformed, and thecomplaint couldnot be confirmedas analyzed.therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient had hypoglycemia on (B)(6) 2025 and it was addressed by intravenous injections.